Event description:
It was reported the subject device had an error e222. The event occurred before preparation for a therapeutic ureteroscopy procedure. The procedure was completed with a similar device. There were no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h2,h3,h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The defect was not reproduced in the equipment inspection carried out by the repair department. The information obtained from this complaint and the investigation results did not lead to the identification of the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an error e222.the event occurred before preparation for a therapeutic ureteroscopy procedure. The procedure was completed with a similar device. There were no delay and no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.